Manufacturer narrative:
This 3500a report is being resubmitted as an FDA request. The initial 3500a could not be located on file, however a follow-up 3500a is currently on file for this complaint. This report will act to supplement information that is not currently within the follow-up MDR 3500a.

Event description:
Per complaint (B)(4), during the clinical procedure, the implant hex fractured during insertion.